Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
1 x oa-10 of an unknown lot number was not returned to cirl. Documents review including IFU review: prior to distribution all oa-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the oa-10 device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed the instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ and ¿wire guide diameter and inner lumen of wire guided device must be compatible.¿ root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint could be due to the use of an incorrect wire guide, the user states that a 0.025in wire guide was used in this procedure. Summary: according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: 1 x oa-10 of an unknown lot number was not returned to cirl. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all oa-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the oa-10 device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed. The instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ and ¿wire guide diameter and inner lumen of wire guided device must be compatible.¿ root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint could be due to the use of an incorrect wire guide, the user states. Summary: according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due a review of this complaint file on (B)(6) 2024: updates made include ¿update to annex c¿ from c070601 - deformation problem to c23 - usage problem identified.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customers tried to insert clso-10fr plastic stent into the bile duct compatible with oa-10. However, the white proximal wire port of the inner catheter was detached from the internal induction catheter. This has occurred frequently in recent, and customers have requested inspection of joints, and confirmation of product changes during production process. For your information, it is difficult to track lot numbers because the products are discarded. This file will capture the use of an incorrect size wireguide (0.025in) with the initial oa-10. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.